Event description:
In a literature review from the surg laparosc endosc percutan tech report volume 23, number 3, jun 2013: during a laparoscopic pancreaticoduodenectomy assisted by mini-laparotomy a pt had postoperative bleeding. Reoperation was performed and bleeding was controlled through open surgery.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.